Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The fracture analysis for plate revealed that the plate fractured due to fatigue. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including marking and scratching on the plate surface. The plate also shows sign of bending. Sem analysis of the plate fracture surfaces revealed biological debris and smearing, obscuring the fracture artifacts. Eds semi-quantitative elemental analysis of lefort plate sample showed that the composition is consistent with cp ti, along with suspected excessive contamination in the form of carbon, nitrogen, and oxygen. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to plate fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to plate fractures. Attempts have been made and additional information on the reported event is unavailable at this time.